Manufacturer narrative:
Integra has completed their internal investigation on 12/22/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the catheter was connected to test monitor mpm-1-6, c1999 (cal due 03 apr 2016); the monitor displayed icp reading of 0mmhg in atmosphere, and ict read blank. The ict could not be displayed due to bent pins at the thermistor connector. One of the bent connector pins was broken during straightening. Further testing could not be performed due to broken thermistor pin. The report catheter is belonged to 110-4bt, lot 305000267482, mfg.. Date: 06 feb 2013, and it will be expired on 31-jan-2016. A review of batch history record indicates that lot met requirements before released to finished goods. Complaint history, (B)(4). Conclusion: the reported customer complaint that ¿the ict on the display was dropped from 35 to 15 degree¿ could not be verified. The returned catheter was tested for functionality and met functional test criteria for pressure sensing. The temperature sensing function could not be tested due to bent connector pins in the thermistor connector. Based on the complaint description, it was likely that the connector pins were bent while the product was in use. Because the reported customer complaint could not be duplicated, the root cause of this complaint cannot be determined.

Event description:
The catheter was implanted on (B)(6) 2015 and it had worked correctly. The catheter was zeroed prior to insertion. On (B)(6) 2015, the intracranial temperature (ict) on the display dropped from 35 to 15 degree. The hospital staff checked the connection; it was disconnected and connected. At that time, the connecter was broken. The catheter had been implanted until (B)(6) 2015 when it was explanted. There was no patient injury. The patient was not in transit. There was no replacement catheter. There was no surgery delay. Patient outcome was reported as "recovery". Additional information was received from the distributor on 20oct2015: the cable clip was used to secure the catheter and cable. The catheter may have been broken prior to disconnecting and connecting because the ict dropped from 35 to 15. After the catheter was disconnected and connected, ict on the display did not show anything. The 1104bt catheter was not replaced and was continued to be used despite the broken connector because there was no alternative catheter. No action was taken to the broken connector (e.g. Taped, reinforced, etc.).